Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID: 3777-60 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2008. Product ID: 3777-60 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
At some point between implant on replacement ins in 2017 until now, a lead was cut, date unknown by caller and pt was let to leave the office. It was also noted that the ins hasn't been used for a long time. Caller was just checking if there is a time frame to wait to have system removed. Reviewed there is no labeling stating ins must be implanted for period of time before removal and that is a decision between the patient and the physician.

Event description:
Additional information was received from the manufacturer representative (rep). The "lead was cut" was clarified to mean the patient had lumbar surgery, during which there was the possibility to having contact with the lead. The details were unknown. The device worked before the surgery but not after the surgery. To resolve the issue, the patient would have an explant in the future. The device was not returned, as it is still implanted within the patient at this time. The information was confirmed by the physician.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2008 product type lead product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2008 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2008 product type lead product ID 3777-60 l serial# (B)(6) implanted: (B)(6) 2008 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the patient (pt) decided against explant at that time.